Event description:
(Complaint 2 of 2). The facility representative contacted baxter to report of two intermates that had a winged luer cap. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was received for evaluation at baxter, but the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.